Manufacturer narrative:
Device has been received. The evaluation is anticipated. The lot history record review showed no discrepancies that might have contributed to the reported experience. MDR related to this event: 2029214-2016-00414 2029214-2016-00415.

Event description:
Medtronic received information that during the onyx injection through a marathon catheter, the catheter was reported to have occluded and broken. There was report of resistance during the onyx injection and no onyx material exited the catheter tip. Upon removal and inspection of the catheter, it was realized that the catheter had "broken". The catheter was reported to have become stuck within the guide catheter. The patient was ultimately treated with a different set up. There was no patient injury. The anatomy was moderate in tortuosity. Treatment location was reported to be a right parietal arteriovenous malformation (s-m iii).

Manufacturer narrative:
The catheter was returned for analysis. Onyx residue was found within the catheter hub. The catheter appeared to have separated at the proximal grilamid tubing and fluoro marker tubing joint which is in the middle section of the catheter body. Onyx residue was found within the lumen of the separated ends. No onyx residue was found within the catheter tip. No other anomalies were observed. Based on the device analysis and reported information, the customer's reports of ¿catheter separation¿ and ¿catheter occlusion¿ were confirmed. The separation of the catheter likely contributed the premature solidification of the onyx; however, the cause for the separation could not be determined. Per the onyx¿s instructions for use (IFU): ¿premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount.¿ the lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.